Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs and are unable to bolus. Customer stated they do not recall any significant events that lead to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 150 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump monitored in 50c oven for several days and no blank display noted. Insulin pump received with normal operating currents. No damage found on the connector lcd isolation tape noted. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.